Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called in to report that the customer was over bolusing to try to get out of going to school and wanted information on blocking the customer's boluses. The caller was informed that she could use a remote to suspend. The customer's blood glucose level was 46 mg/dl. Nothing was replaced or returned.